Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2017 with the following findings: review of the black box data did not reveal any records of power on reset events. Product analysis was not able to adequately investigate the device for the alleged malfunction due to an unrelated pump issue. No further information is available.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2017 with the following findings: the pump powered on with functioning audio tone and vibration; the no power complaint was not duplicated.